Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a recent episode of collapsing at the airport, where they used the handheld scanner and it was noted they held it over the cardiac resynchronization therapy defibrillator (crt-d) for too long and the next thing the patient had passed out and was on their way to the hospital with a heart rate reading of 40-170 beats per minute (bpm). It was added there had been nothing untoward on interrogation after the episodes. The patient continues to be monitored and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.